Event description:
The facility reported a flogard infusion pump that is "out of service". It is unknown if this event occurred during patient use. There was no report of patient involvement, patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of a flogard infusion pump that is out of service was confirmed by quality engineering as the 94 alarm because it is the most severe issue that would prevent the customer from operating the device. Quality engineering determined that the cause was due to damaged main batteries, which were replaced onsite at the facility by a baxter field service technician to resolve the issue. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Should additional information be received, a follow-up medwatch will be submitted.